Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.

Event description:
It is reported that the surgeon was doing a nexgen knee replacement. As he attempted to pin a gold pin into the cut block, the pin went into the femoral canal. The surgeon and the registrar attempted to retrieve the pin, but it could not be removed from inside the femoral canal.